Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helping with the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred.